Event description:
It was reported that patients skin around the implantable pulse generator (ipg) site was open. The patient was notified to go to hospital. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-linear fixation upn: m365sc43180 model: sc-4318 batch: 22348899 UDI: (B)(4).

Event description:
It was reported that patients skin around the implantable pulse generator (ipg) site was open. The patient was notified to go to hospital. No further information has been obtained despite good faith efforts. Additional information received that patients spinal cord stimulator (scs) system was explanted. The explanted devices were not returned.